Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was broken. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the sensor connector was broken, when they tried clicking in transmitter to sensor. The sensor will not be returned for analysis.